Manufacturer narrative:
Patient identifier and date of birth not available for reporting; date of fracture is not known; it is not known if device was explanted; complainant part is not expected to be returned for manufacturer; review/investigation. DHR review was completed. Part no.: 04.168.475s; lot no.: l473808; manufacturing location: (B)(4). Release to warehouse date: 27.jun.2017. Expiry date: 01.jun.2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted a review of the provided x-ray image. X-ray reviewed, post operative breakage of the bone can be confirmed. As no material will be returned and no allegation against the implants was made, no further investigation will be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the open reduction internal fixation surgery for femoral neck fracture was performed by using the femoral neck system (fns), which was the first-time use for the hospital. The surgery was successfully completed with no delay. After the surgery, on (B)(6) 2018, the femur subtrochanteric fracture was found under the x-ray, which had occurred under the fns implants. The reoperation is scheduled where the fns implants will be extracted and then cable and long nail will be implanted. Date of the reoperation will be determined on (B)(6) 2018. The patient has seriously suffered from dementia, and has been walking around with a walker after she left the hospital.